Manufacturer narrative:
The complainant has not returned any product to date for analysis. Should product or data logs be returned and an investigation performed that leads to a root cause of the bleed, a final report will be filed.

Event description:
An elderly patient was admitted with severe multivessel coronary artery disease. The cardiothoracic team turned him down for bypass surgery and so the team determined to do a high risk angioplasty with impella cp support for hemodynamic monitoring. The team placed the cp via the right femoral artery and after angioplasty sent him to the ICU for monitoring. While in the ICU the patient was rolled for a chest xray and with the movement the introducer sheath was pulled out. The patient had a hematoma develop as blood was lost. The introducer sheath had not been removed prior to the patient's admission to the ICU due to vessel anatomy and disease. The team was unable to control the bleed with manual pressure or an occlusion balloon. The team infused 3 units of blood and sent him the operating department, but he expired before hemostasis could be achieved.